Event description:
It was reported that 3 days after a drug eluting stenting treatment procedure, a subacute thrombosis occurred. The pt has had numerous ptcas and prior stenting of the left anterior descending (lad) and right coronary artery (rca). The lesion being treated was a proximal lad and diagonal artery bifurcation lesion. In 2004, via right femoral approach, the diagonal lesion was predilated with a maverick 2.5mm x 15mm balloon. The physician then successfully deployed a taxus express2 8.8% 2.5mm x 16mm drug eluting stent in the diagonal. The physician then predilated the previously stented area of the lad with a maverick 3.0mm x 15mm balloon. Over the wire in the lad, a taxus express2 8.8% 3.0mm x 24mm drug eluting stent was positioned across the ostium of the diagonal branch and into the lad, and was successfully deployed. The taxus stent in the lad was then post dilated with a nc ranger 3.25mm x 15mm balloon. The final result of the procedure revealed the taxus stents to be well positioned and apposed. IV angiomax and ic nitroglycerin were given throughout the procedure. The pt was given plavix for follow-up and returned to the hospital floor in stable condition. Three days later, the pt returned to the cath lab with chest discomfort with an inferior infarct EKG pattern. Repeat angiography revealed the diagonal stent completely thrombosed. Several inflations with a 2.0mm maverick balloon were performed. Some thrombus was seen distally, so a 3.0mm x 15 maverick balloon was inflated. Due to plaque shift back into the lad, a taxus 3.0mm x 20mm stent was successfully deployed just distal to the diagonal's ostium. There was a defect at the lad just at the take off of the diagonal, a 3.5mm x 15mm maverick was inflated, thus correcting the defect. The pt then complained of chest pain with st segment changes and haziness at the ostium of both, the diagonal and lad. The pt was given IV lopressor and became pain free. Due to the previously known stenosis in the rca, the decision was made that if the pt experienced more chest pain, then the pt should go to surgery for bypass grafting. The pt was transferred to the ICU in stable condition with IV integrilin and high dose IV nitroglycerin infusing. The pt eventually underwent bypass surgery to treat the lad, rca, and diagonal arteries. The pt is reported to be in stable condition.